Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2010. In less than (B)(6) following the surgery, the patient experienced what was described as a large knot located on the stomach. The patient followed up with the surgeon and was diagnosed with a hernia. The patient stated the surgeon opened up the incision related to infection. Following that appointment with the physician, the hernia was getting larger and was painful . The patient went to the emergency room and was diagnosed with three hernias and was referred to consult with a general surgeon. The patient met with a general surgeon and plastic surgeon who were planning on doing surgery in (B)(6). The patient and apos;s pain was getting worse and she consulted with a second surgeon who scheduled her to go back to surgery. The patient underwent a second surgery. The patient reported that the mesh that was in her stomach and messed up some of the tissue. The abdominal incision remains open and is packed three times per week.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.